Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. The patient¿s right ventricular lead exhibited lead noise which resulted in inappropriate ventricular tachycardia binning. No inappropriate therapy was delivered. The lead also exhibited high and out of range impedance and a lead fracture was suspected. The patient was admitted into the clinic for a lead revision. The lead was capped and replaced on an unknown date and the patient was stable throughout. No further information was available.